Event description:
Two drs complained fo flashback.

Manufacturer narrative:
The eye safety filter was found to be out of specification. The coherent medical group's transmission specification of the filter disc is less than .001%. The out of spec filter was measured 500 microwatts or .83% transmission of the right disc, and 300 microwatts or .5% transmission of the left disc. Filters that have 1% leakage would still keep the light levels at the eyepiece exit the class 1 for all co lasers. Therefore, the watts delivered did not cause light in excess of 21 cfr 1040 class 1 criteria and it would be extremely unlikely for any injury to have occurred while using the laser. As corrective action, coherent has added instructions to co's methods to check for light leaks when testing filters.